Manufacturer narrative:
On september 13, 2024, device evaluation was completed as follows: mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. During visual analysis of the returned sample ce med height te 350cc no apparent damage or visual anomalies were observed. Leak testing was performed and it revealed a tear at the juncture of the shell to the bladder at the 12 o'clock position. Microscopic examination was performed and the cause of the rupture could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the process controls and data records collected for the deflated tissue expander are within specification. The tear reported on the product complaint is not able to be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Complete UDI number has been added to field d4 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2024, mentor received additional information. The patient's prosthesis was identified as a 350cc ce med height te 350cc tissue expander. Lot number was added as 9666113. Serial number was added as (B)(6). Catalog was added as 3548222. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 05, 2024, mentor received additional information. Date of implant was added as (B)(6) 2023. Date of explant was added as (B)(6) 2024. The patient's prosthesis was implanted in the right breast. On may 15, 2024, mentor evaluated a video of the explanted device. Video evaluation summary: upon visual evaluation of the video provided in the complaint, a leakage was observed in the tissue expander. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. On may 16, 2024, mentor became aware that incorrect information was submitted in the initial report. Corrected data: in the initial report, d2a. Common device name should have been populated with: expander, skin, inflatable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with a 450cc mentor cpx 4 breast tissue expander. Post-operatively, the patient experienced a deflation on an undisclosed side, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on an undisclosed date. No date of implantation was provided. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the video provided was completed by the failure analysis lab on august 20, 2024. Device evaluation summary: upon visual evaluation of the video provided in the complaint, a leakage was observed in the tissue expander. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 29, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).